Event description:
Customer reported that pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer's insulin delivery was temporarily suspended due to the alarm, but the issue was resolved by removing obstructions from the speaker holes, cleaning them, and following instructions from technical support to reconnect and resume insulin delivery. After waiting an additional five minutes, normal operation resumed and no further alarms occurred. Technical support provided the customer with guidance on preventing altitude alarms in the future.